Event description:
Reporter stated patient tested 5.1 inr on the coaguchek xs plus system while a comparison lab returned as 3.9 inr. Patient's coumadin dosage was reduced based on the meter result. No adverse event reported. Requested return of suspect system, however, the vial has been used up and discarded.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned